Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed due to the condition of the returned device. Entrapment/ difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, the footplate would not retract and despite the lever being opened and closed multiple times, the footplate would not close. As a result of opening and closing the lever multiple times, the foot popped out a bit from the artery. The physician broke the back of the device handle and pulled on the white inner piece to try to retreat the footplate but was still unsuccessful. At this point the footplate was at skin level. A scalpel and a nick and spread was done to attempt to remove the device but it remained stuck in the tissue. The knot pusher cutter was used to push the blue rail to snap and retrieve it. Same action was done to remove the white suture. Wire access remained and a 8f sheath was used to use an angioseal device and manual compression to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy.